Event description:
Healthcare professional reported right side "axillary siliconomas" and "minimum quantity of periprosthetic liquid" diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid"; "axillary siliconomas".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/23/2024.

Event description:
Healthcare professional reported right side "axillary siliconomas" and "minimum quantity of periprosthetic liquid" diagnosed by MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "axillary siliconomas" and "minimum quantity of periprosthetic liquid" diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe, since it is not related to the device. Silicone migration: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "axillary siliconomas" and "minimum quantity of periprosthetic liquid". The device has been explanted and replaced.